Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a one-link neutral luer activated device. The issue was resolved by replacing the bag and starting infusion over. This occurred during patient use, but there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the companion sample was from lot ur16f26061. The device was not returned; however, a companion sample was received for analysis. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Simulated use, pressure and clear passage tests were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.